Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure during a routine follow up a 3a endoleak with separation of the bifurcated stent graft and proximal extension was identified. The physician performed a re-intervention and elected to treat the patient with an ovation stent graft and two (2) ovation limb extensions. The patient is doing well. Additional information: clinical assessment identified sac growth of 8 mm.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type 3a endoleak of the aortic components with component separation. Device, user, procedure or anatomy relatedness of this event could not be determined with the medical records available for review (discharge summary). No procedure related harms were identified. The clinical assessment also identified sac growth of 8 mm during review of the one hundred (100) month post implant discharge summary. The final patient status reported was discharged home in stable condition one (1) day following a successful secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure during a routine follow up a 3a endoleak with separation of the main body and proximal extension was identified. The physician performed a re-intervention and elected to treat the patient with an ovation stent graft and two (2) ovation limb extensions. The patient is doing well.